Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/68 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date, expiration date, or UDI cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: incidence of cough reflex and vagal response among various pulsed field ablation systems: a multicenter registry study. Clinical research in cardiology. 2025. Doi:10.1007/s00392-025-02806-1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed for the study investigating the frequency of cough reflexes and vagal reflexes across three different pfa systems for atrial fibrillation treatment, utilizing data from a large multicenter registry. The following complications occurred with pulseselect catheter: five patients with cardiac tamponade, four patients with vascular complications, one patient with phrenic nerve injury, two patients with laryngospasm/upper airway disturbance, two patients with coronary spasm, twenty-seven patients with acute kidney injury, one patient with decompensate heart failure and two patients with bradycardia. 379 patients experienced a cough reflex and 98 patients experienced a vagal reflex. It is unknown if there was any intervention for the adverse events. Ten patients had extended hospitalization. The status of the devices is unknown. No additional adverse patient effects were reported.